Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown shell. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This is the first of two events reported for the same patient at the same anatomical location. The patient was revised following diagnosis of fixation failure for the acetabular cup component, six months following implantation.

Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was not confirmed.

Event description:
This is the first of two events reported for the same patient at the same anatomical location. The patient was revised following diagnosis of fixation failure for the acetabular cup component, six months following implantation.